Manufacturer narrative:
Serial number not provided. Report source other: (B)(6) aer database. Date of device manufacture unknown as no serial number provided. No further information, or investigation will be made available to ge healthcare.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve failing to relieve pressure preventing manual ventilation. There was no report of patient involvement.